Event description:
It was discovered that the rymed invision-plus needleless injection cap if in a 'y' connection has the ability to leak fluid (saline or blood) under pressure. Concerning if fluid can come out then bacteria can go in, we have raised this issue to the company quality control division. Manufacturer response for rymed clave: manufacturer representative was on site and shown device integrity issue with several rymed claves. Rep will provide hospital with follow-up information after investigation.